Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative could not confirm the reported failure but reported the unit tripping the rcd as soon as the cooling unit started. The service representative determined the fault to be a tripping compressor caused by fluid ingress from the cooling coils in the tank. The unit was recommended to be returned to livanova (B)(4) for further investigation and repair. During investigation a hole inside the evaporator was identified as root cause of the reported failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that the heater cooler 3t system did not cool the cardioplegia tank and that a bubbling sound came from the unit during setup. There was no report of patient injury.